Manufacturer narrative:
Our field service engineer was on site to investigate the reported event. The control and pressure transducer printed circuit boards together with o2 cell were needed to be replaced. The mentioned parts replaced with the new ones and the ventilator passed all the safety and functional tests and returned to clinical use. No logs were provided and the faulty parts were not sent to our further investigation and discarded by customer. Due to lack of information, the root cause of the reported event could not been identified.

Event description:
It was reported that the ventilator generated gas supply error and the control and pressure transducer printed circuit boards were defective. There was no patient harm. Manufacturer ref.#: (B)(4).